Manufacturer narrative:
(B)(4).

Event description:
Caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to confirm the pump was not plugged into a power source and to press the center of the button, but the pump did not turn on. Technical support then instructed the customer to plug the pump into a power source using known working charging supplies. Despite these efforts, the pump failed to turn on, and it was not replaced as it was out of warranty.